Event description:
It was reported the right ventricular (rv) lead superior vena cava coil impedance was fluctuating and there was a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer insulation was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.